Event description:
It was reported that an asymptomatic patient was seen in clinic and the atrial lead exhibited noise. Arm movements were able to reproduce the noise. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.